Event description:
Customer reported device = 119 mg/dl at 6:30 am. Fifteen minutes later, customer took 3 units of insulin and ate breakfast. At 11:00, customer's spouse found customer incoherent. Device = 18 mg/dl. Spouse called 911. Customer was given orange juice. Paramedics device = 30s or 40s mg/dl. Customer was taken to the hospital where customer was fed lunch and given a glucose pack. No controls were used. A request was made for the return product and replacement product was sent.